Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon was inserted through the scope and was inflated; however, it was noted that the balloon was not inflating fully. The catheter was then found to be kinked six inches from where the inflation syringe was attached. The balloon was attempted to be deflated but the customer could not deflate the balloon completely. When attempting to remove the balloon from the endoscope, the patient had a major bleeding complication due to a burst varix. The customer placed a speedband, and the patient was taken to the intensive care unit (ICU). The procedure was not completed due to this event. The patient was reported to be fine post ICU admission and was discharged without complications. In the physician's assessment, it is unknown if the cre balloon contributed to the bleeding.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the device was cut and only the proximal section of the device was returned. The catheter was found to be kinked. A functional analysis was unable to be performed due to the device being cut. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon was inserted through the scope and was inflated; however, it was noted that the balloon was not inflating fully. The catheter was then found to be kinked six inches from where the inflation syringe was attached. The balloon was attempted to be deflated but the customer could not deflate the balloon completely. When attempting to remove the balloon from the endoscope, the patient had a major bleeding complication due to a burst varix. The customer placed a speedband, and the patient was taken to the intensive care unit (ICU). The procedure was not completed due to this event. The patient was reported to be fine post ICU admission and was discharged without complications. In the physician's assessment, it is unknown if the cre balloon contributed to the bleeding.